Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required a chest tube placement and hospitalization. The target lesion was in the upper lobe.